Event description:
The customer reported that a donor had an allergic reaction soon after starting a white blood cell collection procedure. The donor started to get nauseated and cough. Phenergan was given to the patient after the event and the physician was notified. The physician ordered 25mg of IV benadryl. The customer is unable to provide the patient ID, weight and age. The device is unavailable for return because the customer discarded it. This report is being filed due to medical intervention in the form of IV benadryl.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: upon follow-up, the patient's condition was reported as healthy and stable. The disposable set was unavailable for return and investigation. The customer did not provide the lot number pertaining to this event, therefore a device history record search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this disposable set was unavailable for specific root cause analysis. Based on information provided by the customer, it is possible that the patient exhibited an allergic reaction to acd-a. The cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly, however.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.